Event description:
It was reported that the patient presented for remote follow-up. It was discovered that their implantable cardioverter defibrillator reverted to backup mode. Therefore, the device was restored and the patient was discharged after the procedure.